Manufacturer narrative:
The pump was received with a frozen display followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. Also the pump had moisture damage on the motor, battery tube and vibrator assembly. Unable to verify the motor error alarm due to the frozen screen. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported the customer had a motor error alarm on the insulin pump. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.